Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect because the customer did not change the time for daylight savings time. Blood glucose was 196 mg/dl. Tandem technical support assisted the customer with correcting the time setting.